Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer reported that there are flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11171447 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. No product or photo was returned by the customer. The customer reported that there are flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11171447 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product or photo was returned by the customer. The customer reported that there are flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11171447 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issue, occlusion and check valve malfunction. The following information was provided by the initial reporter: clinicians report vancomycin and kphos infusions running slower than intended. Both medications are infused on a primary line. Clinicians report chemotherapy infusions either finish sooner than expected or later than expected. (B)(6) outpatient center is also having issues with infusion rate accuracy ¿but not as many¿. Sometimes the line will run dry and they will be unable to complete the infusion. Then they do not know how much drug the patient received or the true end time of the infusion. Most clinicians report they have all had issues with infusions not ending on time and with the volume of the bag not matching the volume infused on the pump. A clinician reported that the volume on the pump is always ¿over¿ for example, if they had a 100ml bag with their old pumps, it would always be 100ml-101ml. But now, the total volume will say 108ml or 111ml at the end of the infusion. Another clinician stated that yesterday (B)(6) 2022) she started a titrated infusion at 100ml/hr over 30 minutes, but it took 5 additional minutes to complete that titration. A couple clinicians reported observing a collapsed drip chamber in the past, especially on secondary infusions, and stated that when this occurs they can not infuse any more medication. Clinician reports two potential back check valve failures within the last two years. Clinicians typically have issues with 24 hour chemos like epoch not ending on time. It is not a new issue. They are also reporting infusions running slower than intended, but generally see approximately 10-15ml leftover. At times there may be as much as 30ml leftover. 1 clinician reports infusions running slower than intended. When discussing reason for visit with agiliti biomed, he stated that they do not see many devices fail for rate accuracy but usually sees physical damage, such as door sears or cracked cases.